Event description:
It was reported that this was a bilateral arteriotomy closure of a calcified left common femoral artery (lcfa) and a calcified right common femoral artery (rcfa) using the pre-close technique prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, a suture break occurred when pulling on the suture prior to the quick cut with the first proglide device in the lcfa and the 2nd proglide device in the rcfa. Two new proglide devices were successfully pre-placed at each access site. The sheath was upsized to a 16f and 18f sheath, and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the initially filed MDR report, additional information was received. Reportedly, a suture break occurred while advancing the knot with the suture trimmer with the first proglide device in the lcfa and a suture break occurred during pre-placement with the second device in the rcfa.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive action (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation updated from yes to no e3 correction: occupation updated from na to physician the additional device mentioned in b5 is filed under a separate medwatch report.